Manufacturer narrative:
Hologic technical support (ts) reviewed all of worklists and noted no hardware or reagent preparation issues. Suspected potential sample mishandling or low target samples. Hologic performed a risk assessment and noted no product impact. Hologic has not been informed of any adverse patient outcomes related to this issue.

Event description:
On (B)(6) 2025, a customer reported to hologic that they received discrepant results using aptima combo 2 assay (ac2) master lot 915709 on the panther plus instrument (serial number (B)(6). Sample ID (B)(6) initially resulted CT positive and gc equivocal under (B)(6). The same sample was retested and resulted CT negative and gc negative on (B)(6). Customer confirmed that the dual negative result (CT negative / gc negative) was reported out. Hologic has not been informed of any patient treatment or any adverse patient outcomes related to this event.